Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide wire broke while retracting resulting in thrombus, and the patient subsequently died. During a percutaneous coronary intervention (pci) in the circumflex (cx) coronary artery with a pt graphix¿ guide wire, the wire broke while retracting after stenting with a non-boston scientific (bsc) stent. The wire was "just a very little bit" stuck on the non-bsc catheter while retracting. No stent damage occurred. The broken tip remained in the vessel and was caged by the stent, so they could not try to retrieve it. The cx then closed completely and could not be crossed again with a new wire. The physician tried to get a new wire into the cx for an attempt to place a covered stent into this part of the vessel. They did not succeed. The broken tip of the wire built up thrombus before the cx closed completely, which seemed to be the reason of the breakdown of the cx. Secondly, the left anterior descending artery (lad) closed almost completely a few minutes after the cx and the patient died.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit returned has distal tip damaged, as part of overall visual revision. The returned device matches with upn provided by the customer. The device had the distal tip kinked; besides, the polymer of the distal tip was detached, it starts approximately at 180,1 cm from the proximal end. The body of the guidewire was broken approximately at 180,5 cm from the proximal end. The device returned together with a hoop containing a wire, the customer did not allege any complaint against this device, it was sent by mistake. Dimensional inspection revealed; the overall length: could not be performed due to device condition (distal tip detached); od of distal tip: could not be performed due to device condition (distal tip detached); od of middle of the device: 0,0135 inches within specification; and od of proximal section: 0,0135 inches within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that the guide wire broke while retracting resulting in thrombus, and the patient subsequently died. During a percutaneous coronary intervention (pci) in the circumflex (cx) coronary artery with a pt graphix¿ guide wire, the wire broke while retracting after stenting with a non-boston scientific (bsc) stent. The wire was "just a very little bit" stuck on the non-bsc catheter while retracting. No stent damage occurred. The broken tip remained in the vessel and was caged by the stent, so they could not try to retrieve it. The cx then closed completely and could not be crossed again with a new wire. The physician tried to get a new wire into the cx for an attempt to place a covered stent into this part of the vessel. They did not succeed. The broken tip of the wire built up thrombus before the cx closed completely, which seemed to be the reason of the breakdown of the cx. Secondly, the left anterior descending artery (lad) closed almost completely a few minutes after the cx and the patient died.